Event description:
It was reported that the left ventricular lead impedance was high and there was loss of capture. On fluoroscopy, it was noted that the left ventricular and high voltage lead pins were not fully seated in the connector block. Attempts were made to reconnect the lead pins, however the set screw in the device was unable to be tightened properly. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found.